Event description:
The user facility reported that they encountered removal issues. During removal of the impella, closure attempt with angioseal was unsuccessfully completed. Perclose was attempted but groin was still unstable. Manual pressure for 30 mins was held and then femstop applied. Pulses in foot were present. Patient was weaned and explanted.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of access site bleeding and removal issues has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. Instructions for use: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ b1 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30007. B2 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30007. H1 was erroneously selected on the initial manufacturer device report number 1220648-2025-30007. H6 health effect - clinical code 4582 was erroneously entered on the initial manufacturer device report number 1220648-2025-30007. H10 instructions for use were inadvertently omitted on the initial manufacturer device report number 1220648-2025-30007.